Manufacturer narrative:
Additional info received from the site indicated that the patient was admitted to the intensive care unit (ICU) in critical condition on (B)(6) 2015. The device was implanted on (B)(6) 2015. On (B)(6) 2015, pump thrombosis was suspected by the medical team due to rising lactate dehydrogenase (ldh) levels, power spikes, high flows, elevated plasma free hemoglobin, and audible grinding of the pump. The patient's aortic valve was opening with every beat, which was a new finding, and no thrombus was visible on echocardiogram. During the patient's post-operative period he received support via arterio-venous extracorporeal membrane oxygenation (av- ECMO) and rvad centrimag/ ECMO cannula. Initial pharmacological intervention via heparin infusion was unsuccessful and the patient was subsequently taken to the operating room for pump exchange. The last report received indicated that the patient was preparing for discharge to a rehabilitation facility. The lvad was reported to be working well with no further issues post exchange. The hvad is used for treatment not diagnosis. The hvad pump (hw23710) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. The most likely root cause of the reported event may be attributed to thrombus formation within the device. Other contributing factors include the patient's critical condition at the time of the hospitalization, the recent implant procedure and pharmacological factors related to anticoagulation therapy.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide and warning that lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as hemolysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient presented with slight hemolysis and was then taken to the operating room for a pump exchange.

Manufacturer narrative:
This device is used for treatment not diagnosis. The pump (hw23710) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via controller log files, as log files were not available on the date of the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed functional testing, dimensional verification and visual inspection. Dimensional verification showed slight deviation from the front preload specification. However, per an internal investigation these deviations are not expected to impact pump performance. Functional examination demonstrated a power shift condition during post-return wet test. Per an internal investigation, this power shift condition does not correlate with complaints. Visual examination revealed mild to moderate abrasions on the lower housing ceramic surface and the matching inferior surface of the impeller. These mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.